Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. A 4.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device had difficulties crossing the lesion and during attempts to advance the device, the stent struts were noted to be flared. The procedure was completed with another 4.00 x 24 synergy¿ drug-eluting stent. No patient complications were reported.